Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water supply volume did not meet the standard value. Switch button 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera colonovideoscope had a clogged nozzle during reprocessing. The intended procedure was an enteroscopy. The procedure was completed using the subject device. There was no report patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The device was functioned properly during the procedure. The water feeding was weak when the scope was being cleaned during bedside cleaning. The identity of the foreign material is unknown. Both the pre-cleaning and manual cleaning ere performed per the instruction for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to the nozzle was confirmed. There was no abnormality in water feeding during the procedure though it was confirmed the event of water feeding weakened during pre-cleaning. Additionally, there was no abnormality in pre-cleaning and manual cleaning processes at the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.